Manufacturer narrative:
The insulin pump received with no act, escape and up buttons response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alert and prime fill anomaly due to buttons not responding. No numbers scrolling during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and the keypad buttons are not responsive. The customer's blood glucose level was 160mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.